Event description:
It was reported that cartridge was damaged and could not fill tubing during loading, so insulin did not begin flowing as expected. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge and infusion set, successfully resumed insulin therapy, and requested replacement supplies, and no additional follow-up information was reported.